Event description:
Patient reported that he had 4 v-go devices loosened which required him to replace them prior to 24 hr use, patient rotates it between abdomen and his arm. Patient cleans area with alcohol wipes and lets it dry and avoids interference with clothing or exercise. Patient dispose the devices prior this complaint.